Event description:
It was reported that a needle clog/leaking occurred during use with a needle 27x1-1/4 rb. The following information was provided by the initial reporter, "yesterday I went to give an im injection with a 27g 1 ¼ in needle from bd precision glide. After the needle was inserted into the pt and as I was pushing the medication in I found that there was a small pinhole leak at the base of the needle. I was able to plug the hole and finish giving the medication. After witch I when to checked the other needles. After testing about 8 needles from our newest lot number (9030555) I found two other faulty needles. They were not faulty in the same way. These two did not leak they were clogged and you could not push fluid threw them. I pulled all of the latest lot number from the shelf." 2 occurrences were reported.

Manufacturer narrative:
Investigation: three (3) samples were provided by the customer for investigation. Two (2) samples were in blister packs and were visually examined and were found to be clogged as light was not able to pass through the needles. One (1) needle was returned attached to syringe. The needle assembly was removed from the syringe and was visually examined using 10x magnification. It was observed that there is a small hole approximately 0.1mm in length in the needle hub. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged. All product is automatically checked for clogged needles during the production process. Based on the damage observed in the needle hub it appears that a small sharp object struck the needle hub which created the hole. As this product has seen additional handling it cannot be determined where the damage occurred; therefore a root cause cannot be determined.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle clog/leaking occurred during use with a needle 27x1-1/4 rb. The following information was provided by the initial reporter, "yesterday I went to give an im injection with a 27g 1 ¼ in needle from bd precisionglide. After the needle was inserted into the pt and as I was pushing the medication in I found that there was a small pinhole leak at the base of the needle. I was able to plug the hole and finish giving the medication. After witch I when to checked the other needles. After testing about 8 needles from our newest lot number (9030555) I found two other faulty needles. They were not faulty in the same way. These two did not leak they were clogged and you could not push fluid threw them. I pulled all of the latest lot number from the shelf." 2 occurrences were reported.